Manufacturer narrative:
(B)(4) - secondary surgery, glare, low. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6 mm vicm12.6 implantable collamer lens in the pt's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to low vaulting, glare and halos. The lens was exchanged for a longer lens.